Event description:
It was reported that during dft testing, the patient was unable to be converted. External defibrillation was successful in converting the rhythm. Programming changes were made. Subsequently, capture and sensing issues arose with the competitor lead, therefore, the physician elected to explant and replace the entire system.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a defibrillation threshold anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the report anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.